Event description:
Patient was revised due to pain. (Right hip).

Event description:
Patient was revised due to pain. Update litigation alleged the patient suffered pain, permanent injuries and exposure to toxic levels of chromium and cobalt as a result of the implanted asr hip.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Z-1749/1816-2011.

Manufacturer narrative:
Depuy still considers this investigation closed.